Event description:
Device issue: none. Adverse event: stroke. Onset of adverse event: after the procedure. It was reported that after the xact stent was implanted in the left internal carotid artery, the nav6 retrieval catheter was advanced to the level of the stent, but there was significant difficulty removing the filtration element from the patient's tortuous anatomy, despite multiple attempts and maneuvers such as post dilatation, neck rotation, and massage. The use of a whisper wire, voyager balloon, and the recovery catheter were successful at retrieving the nav6 filter; however, the xact stent was pulled down into the left common carotid during filter retrieval. The tip of the whisper wire had entangled and dislodged in the xact stent requiring the placement of a non-abbott stent in the left common carotid to embed the whisper wire into the vessel. A second xact stent was implanted in the left internal carotid to cover the rest of the lesion. After the patient was discharged home, he experienced right upper extremity paresis that was diagnosed as a cerebrovascular accident. The patient's symptoms resolved after one day with no reported intervention. An ultrasound and CT scan showed no findings. There were no adverse patient sequela. There was no additional information provided.

Manufacturer narrative:
(B)(4). The stent remains in the patient. The lot number was provided. Review of the device history record is forthcoming. A follow-up will be submitted with all relevant information. The xact (part 82090-01, lot 0022261), the emboshield (part 22438-19, lot 0050351), and the whisper (part 1005357hj, lot unk), indicated are each being filed under separate MFR #s.